Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed the reamer adaptor end was stripped. The noted damage and wear are consistent with device use from normal use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the both hudson adaptors would not hold the 16 mm reamer. Both the hudsons and the reamer needs to be replaced. Both of the tibial broaches would not hold a stem trial.